Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code that indicates stop of the turbine module. There was no patient harm. The field service engineer tested the servo-air ventilator on-site to see if the reported technical error would come up again. Later, in november 2020, preventive maintenance and software upgrade was performed. No further problems have been reported by the customer. The turbine module was not replaced. The evaluation of the device logs confirms a single occurrence of the reported technical error code on june 28, 2020 which will be used as the date of event. If the turbine module stops, oxygen is delivered instead. If no oxygen is connected to the ventilator, ventilation will stop. Audiovisual alarms will be generated. The conclusion is that the generated technical error code indicating a stopped turbine module is confirmed once in the device logs. As the turbine module was not returned, the root cause could not be determined. No further problems have been reported.

Event description:
It was reported that the ventilator generated a technical alarm that indicates stop of the turbine module. There was no patient harm. Manufacturer ref.#: (B)(4).